Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6 and h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. However, technical assistance center (tac) provided remote troubleshooting, and the customer received a report that there was no image on the monitor from the cv 1500. The cable was checked, and the cv-1500 was connected to the secondary monitor. The cable was replaced and connect it to the main monitor. Additionally, they run an sdi cable from the clone out port at the back of the monitor to the secondary monitor. Now, they are receiving an image on both monitors. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the monitor had no image. The issue was identified during inspection for use. There were no reports of patient harm.